Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 21 mmol/l. The customer stated that the escape button has stopped working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners and stained address/serial number label.